Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic nurse reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. A broken part on the upper head cap of the dialyzer was observed during treatment. Upon follow up, the blood leak occurred immediately after connecting both lines to the patient. The fresenius 2008k2 machine alarmed appropriately with a blood leak alarm. Fresenius blood lines were used during treatment. Blood strips were not used. The blood leak was noted as external. There were no defects reported to the dialyzer. The patient¿s estimated blood loss was 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint devices were discarded and are not available to be returned to the manufacturer for physical evaluation.